Event description:
The cap holding in the reservoir on my medtronic 670g insulin pump broke, leaving the reservoir in an unstable and dangerous position. For an insulin-dependent diabetic, getting too much or too little insulin can be life-threatening. This problem is known, and I have been warned about it by the company. The company has replaced the pump. Why, however, is this device still on the market with the same design? If the device is likely to break, why are you permitting medtronic to continue to sell the product? Why have they not been forced to fix it before exposing diabetics to this risk? FDA safety report ID# (B)(4).